Event description:
Pt was admitted to the hospital for removal and replacement of the left breast implant secondary to intracapsular rupture. This was a urethane coated silicone gel-filled breast implant. Some free silicone gel spill occurred and this was pulse lavaged until clean. This implant had been placed 19 years ago when pt had left mastectomy for cancer. In 05 pt had an immediate right mastectomy with breast reconstruction (breast implant placed) secondary to newly diagnosed right breast cancer. Pt authorized hospital to dispose of her surgically removed left rupture breast implant.